Manufacturer narrative:
Additional information was received on 01/10/2019. The device was explanted and replaced with a new implant of the same size and style on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on 01/11/2018. Device evaluation summary: it was reported that a 57-year-old asian female underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis. On (B)(6) 2018 right sided deflation was noted visually. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered an area of missing material measuring approximately 1.0 cm x 0.8 cm on the posterior aspect, and a rent of 0.2 cm within a crease on the same view. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and did not provide conclusive evidence of what could be the root cause. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis. On (B)(6) 2018 right sided deflation was noted visually. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.